Manufacturer narrative:
A breath delivery pressure solenoid (psol) was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and found a diagnostic code in the ventilator's memory logs. The se replaced the delivery proportional solenoid valve assembly (psol). The se performed calibrations and extended self-testing on the device and all tests passed.